Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed and reproduced reported error by trying to power on analyzer. Fse resolved the problem by replacing the ups. Fse successfully validated instrument by performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The most probable cause of the reported event was due to the ups failure.

Event description:
A customer reported power failure on the aia-900 analyzer. The customer attempted repowering but the analyzer will not come on and could not plug directed to the wall or bypass the ups. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.